Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the physician experienced positioning / placement difficulty and when screwing the helix it "jumps forward" and only begins to extend on turns eight-twelve. The lead was not used and a replacement lead was used ins tead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the full lead was returned with the helix partially extended and bent. If information is provided in the future, a supplemental report will be issued.